Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6)2026. The blood glucose level was high for more than four hours which was treated by changing the infusion set bolus from pump and manual bolus. The current blood glucose level documented was 164 mg/dl. No further information available.